Manufacturer narrative:
Section h6 codes have been updated following completion of the investigation. This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00260, device 2 is being reported under MDR 2247858-2023-00261 and device 3 is being reported under MDR-2247858-2023-00262. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Recurrent covered rupture of abdominal aorta aneurysm with peritoneal hematoma and endoleak type iiia together with endoleak type iiib right site surgical intervention: open reoperation at (B)(6) 2022 with explantation of stent graft and implantation of albo bifurcational stent-graft discharged (B)(6) 2022 patient: recovered related to procedure undetermined relationship to device related to preexisting condition. Update 10/18/2023: an e-mail received from (B)(6), terumo associate, stated that the explanted stent-graft was not available for investigation." Patient outcome - "recovered."

Manufacturer narrative:
This complaint was involved with three devices. Device 2 is being reported under MDR 2247858-2023-00261 and device 3 is being reported under MDR-2247858-2023-00262. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Recurrent covered rupture of abdominal aorta aneurysm with peritoneal hematoma and endoleak type iiia together with endoleak type iiib right site. Surgical intervention: open reoperation on (B)(6) 2022 with explantation of stent graft and implantation of albo bifurcational stent-graft. Discharged on (B)(6) 2022. Patient: recovered. Related to procedure undetermined relationship to device related to preexisting condition." Patient outcome - "recovered."